Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No unexpected low battery alarm noted. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received low battery alert. The customer¿s blood glucose level was unknown. The customer reported that the batteries not lasting more than a week. The customer was assisted with troubleshooting. The device will not be returned for analysis.